Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 oct 2025 has been used as a placeholder. The device is not available for evaluation. A supplemental MDR will be submitted if any updates become available.

Event description:
Event occurred regarding a microclave clear neutral connector where it was reported on 2 different events with blood leaking out of the microclave. No reported patient harm.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.